Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm due to a use error. Complaint is confirmed and the assignable cause, disconnected heater bag and patient was not connected before start of initial drain stage, causing an alarm situation system error 2240. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 1. The care giver (cg) stated that the heater bag is disconnected. The cg does not know how it happened. The technical service representative (tsr) explained the alarm. The tsr explained that all new supplies needed to be used. The tsr assisted to get back to press go to start. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the cg stated that she thinks what happened was that the home patient (hp) pressed start and was not connected at the time. The hp then connected and then soon after they got the alarm. The cg stated the hp did not want to start over with new supplies, so they went to bed. The cg stated they contacted the pd rn and let her know about the missed therapy and the alarm. The hp resumed therapy the following night on the cycler without any problems. No patient injury or medical intervention was reported.